Event description:
Reporter stated that she received a letter from (B)(6) to notify her that her true metrix air device has been recalled. She said she was also advised to contact the FDA to submit a report regarding the recall. Reporter said the device gives her error code and does not take her blood sugar reading correctly.